Event description:
Add'l info rec'd from rptr 4/17/01: device malfunctioned during operative procedure. The protective sheath separated prematurely, causing tape to fray/break. Another implant was used without any further complications.